Manufacturer narrative:
(B)(4). Batch # n53t92. Device evaluation: the analysis results found that the 6tb45 device was received with the firing mechanism damaged and with the knife exposed. No cartridge was received on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. Although the clamping mechanism was found to be in good condition, it is possible that the broken pieces of the firing trigger jammed the clamping mechanism. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open left upper lobectomy, the firing trigger could not be squeezed down with a white reload. Another like product was used to complete the procedure. There were no patient consequences reported.